Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, threads on inserter are stripped and could not be used. Patient was on the operating room but hospital had another inserter available and there was no delay in surgery or adverse consequence to the patient or user. This was a primary surgery.